Event description:
Following a diagnostic procedure, an angio-seal device was placed, and hemostasis was successfully achieved. However, as the pt was ambulating one hour later, the formation of a hematoma and heavy bleeding was noted. The pt was given one liter of fluid. Digital pressure was also held (for a duration of one hour), and hemostasis was achieved. The pt was discharged home 24 hours later in good condition.